Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that the device was overheating as soon as turned on. There was no additional information provided.

Manufacturer narrative:
Corrected data: event date updated, patient involved. No adverse effects.

Event description:
It was reported that the device was overheating as soon as turned on. Event date updated, patient involved. No adverse effects.

Manufacturer narrative:
Device evaluation a sample was received to perform an investigation. An inspection of the returned pump found the motor not working, a faulty printed circuit board (pcb) that would not allow over temperature adjustments, a scraped enclosure and cracked tank cover, and wear and tear damage to the line cord, pole clamp, and front cover. Functional testing was performed by filling the tank with water, attaching the temperature check, plugging in the line cord, and turning on the power switch. The reported problem was confirmed. The over temperature alarm sounded as soon as the device was powered. The root cause was due to a faulty pcb. The pump, pcb, enclosure, tank cover, line cord, pole clamp, and front cover were replaced and preventive maintenance was performed. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The following information is unknown d4 UDI number, operator of device d5, and e4 initial reporter sent report to FDA.